Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead have been exhibiting noise and oversensing on the ra lead since 2009. There was also noise on a recent atrial tachy response (atr) episode, that was suspected to be due minute ventilation oversensing. The patient was currently in hospice and no programming changes planned to be made at this time. No adverse patient effects were reported.